Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has been having problems with her quick-serter and unable to control her high blood glucose. Customer stated that her blood glucose reading 445 mg/dl and she went to the doctor's office where she was treated with a manual injection.